Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement, aneurysm rupture and death. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure without endoleaks present. Later, follow-up computed tomography (CT) revealed a type ii endoleak originating from a lumbar artery. Aneurysm had enlarged with this endoleak (amount of enlargement is unknown). On (B)(6) 2015, the patient underwent embolization procedure using an n-butyl-2-cyanoacrylate (nbca) to treat the endoleak. The endoleak was resolved and the patient tolerated the procedure. Later, another CT revealed that aneurysm diameter had further enlarged to 67x82mm from previously measured 52mm. The physician planned to perform an open surgical repair, but the patient rejected this surgical reintervention so that just a wait-and-watch approach was taken to the aneurysm enlargement. Reportedly, a possible cause of the persisting aneurysm enlargement was a new type ii endoleak or endoleak of unknown type, but it could not be identified. On (B)(6) 2016, the patient expired due to aneurysm rupture in another facility. It was reported that the physician provided with the patient a detail explanation about the risk of aneurysm rupture and suggested an open surgical reintervention. However, the patient decided not to undergo the surgical reintervention, and nothing except a wait-and-watch approach could be taken given that the patient was (B)(6). Additionally, as the patient expired in another hospital, further information including autopsy results was not available.